Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on 30/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with an unknown strattice device on (B)(6) 2018. The patient underwent an ¿implant mesh underlay for recurrent ventral incisional hernia with adhesiolysis¿ on (B)(6) 2020. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿interventional revision surgery, pain, recurrence, adhesions, enterolysis, emotional injuries without treatment.¿ the form lists the conditions that were treated were ¿interventional revision surgery, pain, recurrence, adhesions, enterolysis, emotional injuries without treatment¿ in approximately (B)(6) 2020. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard phasix; lot #: unknown,¿ on (B)(6) 2017. The form indicates that the device was revised on (B)(6) 2018 and (B)(6) 2020 due to ¿additional mesh implants for recurrent hernia repairs.¿ the patient was also implanted with a second non-abbvie device ¿bard ventrio; lot #: unknown¿ on (B)(6) 2020. The form indicates that the device was not revised or removed. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Additional and/or corrected data: a2, b3, b5, b7, h6.